Manufacturer narrative:
After secondary review of this file performed on (B)(6) 2023, it was decided to add "no clinical signs, symptoms or conditions" clinical code to more accurately capture the reported event.¿ this supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4). No clinical signs, symptoms or conditions clinical code was added per correct codification.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the (B)(6) clinical trial, participant (B)(6). It was reported that a caucasian female patient of an unknown age underwent unspecified breast reconstruction surgery with 595cc mentor memorygel breast implants on both sides and expressed dissatisfaction with the procedure outcome. As a result, the patient underwent explantation and replacement with catalog number smpx-465; serial number (B)(4) on the right side, and catalog number smpx-465; serial number (B)(4) on the left side on (B)(6) 2020. This report is for the patient¿s right-sided device.